Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, prolonged hospitalization, and surgical intervention. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted fibro elastic deficiency, and very thin leaflets. Two xtw clips (10409r111, 10416r160) were successfully deployed, reducing mr to <1. On (B)(6) 2021, the patient started to experience symptoms. Therefore, on (B)(6) 2021, the patient returned to a local hospital symptomatic. It was discovered that the first clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4.the physician stated the slda was caused by a leaflet tear and the patient's leaflet pathology. The other clip is stable on both leaflets. Therefore, the patient was transferred to the hospital where the initial procedure was performed. On an unknown date, the patient underwent mitral valve replacement surgery. The surgery was successful and the patient was discharged home. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy and the reported leaflet tear is due to procedural conditions. The reported mitral regurgitation (mr) was a result of the reported slda as the mr returned after the slda occurred. The reported tissue injury was due to procedural conditions. The reported hospitalization was a result of case specific circumstances. The reported patient effects of mr and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The surgical procedure was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.